Event description:
Reporter indicated the patient was scheduled for an otoloaryngology consultation at the (B)(6) 2012, but it is not known if this has occurred to date.

Event description:
Reporter indicated a patient developed left vocal cord paralysis following vns lead and generator replacement surgery, which occurred on (B)(6) 2012. Attempts for additional information are in progress.

Event description:
Reporter indicated he does not usually do diagnostics testing when the vns settings are below 1ma output current. The reporter has not received any additional information from the ent physician.